Event description:
During a gastrectomy procedure, the device locked out at about 5 minutes after started using. Another device was used to complete the case. There was no adverse consequence to the patient.